Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 implantable tachy lead 2008 (B)(6); 4194 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as inappropriate device detection and far field r-wave (ffrw) oversensing in the right atrial (ra) lead. The device and lead remain in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.